Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2316700, model: sc-2316-70, serial: (B)(6), batch: 7083369.

Event description:
It was reported that the spinal cord stimulation (scs) trial patient experienced a massive headache. The physician assessed that he punctured the dura during the trial lead insertion and caused a cerebrospinal fluid leak (csf). The patient underwent an epidural blood patch and cervical nerve blocks to address the headaches. The trial leads were pulled, and the trial was ended. The patient was doing well post-operatively. The explanted leads were discarded by the hospital and were not returned to bsc.